Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing. Customer complained about blank display at time of call. Unexpected battery power loss and a charge/battery lasts less than expected anomaly was added by helpline since the customer had no power after battery change and the customer had changed the battery multiple times before the call respectively. The history download was successful using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification. Unit passed displacement test, sleep current measurement and active current measurement and selftest. No unexpected power alarms/alerts/anomalies or battery alarms/alerts/anomalies noted during testing or in the history download during event date of (B)(6) 2021. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Unit received with cracked select button on keypad overlay, stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube lip and scratched case. Moisture damage noted on electronic board stack, corrosion on force sensor assembly, and moisture damage on motor assembly noted during visual inspection of the electronics. Blank display anomalies, unexpected battery power loss anomalies and charge/battery lasts less than expected anomalies were not confirmed during testing or in the history download. A detached retainer was confirmed during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the display was not blank for less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment was not corroded or damaged. Customer tried new battery and display returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.